Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The implant kit was shipped on 02sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had a weak right ventricle prior to surgery, but had been able to maintain function with an impella for 3 weeks prior to heartmate 3 left ventricular assist device (lvad). Post-operatively, the patient was unable to wean from right ventricular assist device (rvad) and the decision made by the patient and family to withdraw support. It was reported the device operate as intended.